Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced a fall resulting in a lead migration and urinary incontinence symptoms. The migration was confirmed with an x-ray. The old lead was removed, and a new lead was placed. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device was not returned for analysis. Imaging showed the lead had migrated, likely due to the car accident. The reported complaint was confirmed. Supplemental being submitted to add to (b5) summary.

Event description:
It was reported that the patient with this neurostimulator experienced a fall in (B)(6) 2025, resulting in a lead migration. The migration was confirmed with an x-ray in (B)(6) 2025. The old lead was removed, and a new lead was placed on (B)(6), 2025. There were no patient complications.

Event description:
It was reported that the patient with this neurostimulator experienced a fall resulting in a lead migration. The migration was confirmed with an x-ray. The old lead was removed, and a new lead was placed. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is report is being submitted to correct the serial number field (d4) on section d, suspect medical device.

Event description:
It was reported that the patient with this neurostimulator experienced a fall resulting in a lead migration. The migration was confirmed with an x-ray. The old lead was removed, and a new lead was placed. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device was not returned for analysis. Imaging showed the lead had migrated, likely due to the car accident. The reported complaint was confirmed.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 this report is report is being submitted to correct the impact coding section h6.

Event description:
It was reported that the patient with this neurostimulator experienced a fall resulting in a lead migration. The migration was confirmed with an x-ray. The old lead was removed, and a new lead was placed. There were no patient complications.